Event description:
It was reported that during a coronary stent procedure in a mid rca lesion, the physician attempted to direct stent and lost guide support. While attempting to reengage the guide to the ostium of the rca, guide support was again lost. The physician then elected to retract the delivery/stent device back into the guide catheter and the stent dislodged. The entire system including the guide catheter was removed. The dislodged stent was located and attempts to snare were unsuccessful. The stent remains in the iliac. Patient status is listed as "okay."